Manufacturer narrative:
The device was not returned for evaluation. The clinical observation was unable to be confirmed. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. The information regarding this explant was learned through our implant patient registry and attempts to get additional information regarding the condition of the device at the time of the procedure, patient's medical history and condition post-implant or possible comorbidities have been unsuccessful; therefore, the root cause for the procedure remains indeterminable. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
It was reported via the implant patient registry that a 23mm bioprosthetic aortic valve, implanted for four (4) years and two (2) months, was explanted due to aortic stenosis. This case involved a (B)(6) male who has a history of htn, connective tissue d/o, ckd, emphysema. He was diagnosed with root and arch pseudoaneurysm of prior ascending aortic repair. He underwent redo sternotomy, ascending and arch replacement of the aorta with 30mm bavaria graft, and aortic root replacement with 25mm 3300tfx in a 30mm valsalva graft. He tolerated the procedure well without any reported complications. Intraoperatively: the root was inspected. The previous root replacement was fully intact, but there was complete dehiscence of the lvot from the sewing ring of the composite root. The root was dissected out. The coronary buttons were taken off of the root. The previous root was removed and the annular sutures were placed through the annulus. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint".